Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device displayed "pacer fault 116", "defib disabled", "pacer disabled" and "defib fault 72" messages. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.